Manufacturer narrative:
The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The nozzle was scraped on the top in line with the tip aneurysm. The tip had a large aneurysm on the top and small aneurysm on the bottom. The cartridge tip had heavy stress. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. The lens was returned in the lens case. Viscoelastic was observed. The lens was cut into three pieces. One haptic was broken not returned. The other haptic was cracked distal area. The lens was cleaned with klrp. A long, narrow crack was observed on the larger portion, which is through both surfaces. This may have been interpreted as the reported scratch on both sides. A cracked area was observed on the edge near one of the cuts. Forcep marks were observed at the edges. This damage appeared to be removal damage. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A non-qualified lens model/diopter was indicated with a qualified viscoelastic. It is unknown if a qualified handpiece was used. The company lens is not qualified for use with the mentioned company cartridge model. The correct cartridge is indicated on the lens carton and lens case labels. The account also indicated that company viscoelastic and bss (base salt solution) were used in the cartridge. The root cause for the reported damage appeared to be related to a failure to follow the IFU (instructions for use). A non-qualified lens model/diopter was indicated. The correct cartridge is indicated on the lens carton and lens case labels. Inadequate viscoelastic was observed in the cartridge. The account indicated that company viscoelastic and bss were used in the cartridge. Topcoat dye stain testing was conducted with acceptable results. A long, narrow crack was observed on the larger portion of the returned lens, which was through both surfaces. This may have been interpreted as the reported scratch on both sides. The IFU (instructions for use) instruct: company foldable iol (intraocular lens) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd (viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery they have noticed that lens had a scratches on both sides of the optic after insertion in the eye. Subsequently the lens was removed during initial procedure. Additional information has been requested.